Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. (B)(4).

Event description:
The customer reported intermittent transducer (xdcr) fault alarms while using the vela ventilator. The customer reported patient involvement but no allegation of patient injury/harm.

Manufacturer narrative:
Results of investigation: the ventilator was evaluated by a vyaire field service representative and the alleged failure could not be duplicated. The unit passed all verification tests and was found to be within specifications. No further evaluation was performed.